Manufacturer narrative:
The device was received fully deployed. The download data shows that the pod ran for 765 pulses and completed a bolus with no timeouts or drive stalls observed. No damages or defects were found with the needle mechanism. Inspection of the soft cannula found no bends or kinks. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient's blood glucose (bg) values reached over 250 mg/dl. The cannula was bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.